Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior leaflet prolapse and a flail for a mitraclip procedure. During device preparation, the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The clip was advanced within the patient and was successfully positioned. The clip was attempted to be opened but was unsuccessful. Troubleshooting was preformed by locking the clip, unlocking the clip, and attempting to open the clip however this was unsuccessful. The clip was removed from the patient and tested on the preparation table where it was identified that the clip would only open while at the 3rd unlock position. A replacement mitraclip xtw was selected, during device preparation the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The patient was advanced within the patient, and implanted successfully. The procedure was discontinued. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior leaflet prolapse and a flail for a mitraclip procedure. During device preparation, the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The clip was advanced within the patient and was successfully positioned. The clip was attempted to be opened but was unsuccessful. Troubleshooting was preformed by locking the clip, unlocking the clip, and attempting to open the clip however this was unsuccessful. The clip was removed from the patient and tested on the preparation table where it was identified that the clip would only open while at the 3rd unlock position. A replacement mitraclip xtw was selected, during device preparation the dc handle needed to be retracted and advanced multiple times to thoroughly de-air the device. The patient was advanced within the patient, and implanted successfully. The procedure was discontinued. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.